Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump resumed insulin delivery about 20 to 30 minutes later. Also, it was noted that multiple cartridge change error messages occurred with multiple cartridges. The customer's blood glucose level was 232 mg/dl and it was addressed with a manual injection. It was confirmed that the customer had manual injections available.